Manufacturer narrative:
Event considered a serious injury as the patient was having the pump explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-08. It was stated that there were no actions available according to technical services. The cause of the motor stall was undetermined and not ¿event related¿ after discussing with the patient. The motor stall was not resolved as it was still stalled. All the information off the printouts was given to technical services on (B)(6) 2017. The patient was being scheduled for an explant and they were deciding to replace or not. The healthcare providers (hcp) were discussing possible medication management as an option.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the logs showed a motor stall occurred in (B)(6) 2017. The representative thought around (B)(6) 2017, but it was definitely the beginning of the month. The patient did not recently have an MRI and it was confirmed that there were electromagnetic interference (emi)/magnetic sources present. The representative would set up a time to meet with the hcp and interrogate pump with logs. The hcp reported the patient showed signs of withdrawal and was dehydrated. It was considered a sudden change in therapy/symptoms. The representative thought the dose was like 5 mg/day, but could not confirm.

Event description:
Additional information received from the consumer reported their pump quit working, so it was removed on (B)(6) 2017. The patient stated, ¿it quit delivering medicine¿ the patient stated it started (B)(6) 2017. The patient was in the hospital twice because of it and experienced withdrawal. The patient stated, ¿they couldn¿t figure out what was wrong with me¿, and then the patient was back in the hospital to get it removed. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The patient mentioned there were two other medications in the pump she couldn¿t remember.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room twice with signs of withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was provided as (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. The type of reportable event has been updated to serious injury to reflect the reported explant (surgical intervention performed). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on 2017-apr-19. It was reported that the original motor stall occurred on (B)(6) 2016, recovered, but then reoccurred, and was followed by intermittent motor stalls . It was reported that the patient went to the emergency room (ER) with signs of withdrawal. The device was used in the patient, and was intended for treatment. A patient death was not reported. It was indicated that a patient injury did not occur. The patient's pump and catheter were explanted on (B)(6) 2017, and were not replaced. The reason for removal of the pump was due to an unrecovered motor stall. The reason for the removal of the catheter was indicated as "other." There were no dye or rotor studies performed. The patient requested the pump be examined as to why it malfunctioned, and stated that the problem had made her very sick. No further complications were reported/anticipated as a result of the event.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-02. It was reported that the patient was hearing alarms. The event logs showed that a motor stall occurred on (B)(6) 2016, a motor stall recovery occurred on (B)(6) 2016, a motor stall occurred on (B)(6) 2017, and stopped pump period may exceed tube set occurred (B)(6) 2017. The patient did not have an MRI, nor did she have any kind of magnets around the pump at that time. The patient was receiving 25 mg/ml morphine at a dose of 5 mg/day and 2.5 mg/ml bupivacaine at a dose of 0.5 mg/day. It was confirmed that the motor was still stalled.

Event description:
Additional information was received from the manufacturer representative on may 09, 2017. The representative reported they were told by the patient that the patient had to be hospitalized twice due to their pump.

Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver morphine (25 mg/ml at 0.158 mg/day) and bupivacaine (2.5 mg/ml at 0.0158 mg/day). Pump analysis found gear train anomalies corrosion, wear or lubrication and a stall due to shaft bearing. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.